Event description:
Customer reported being unable to test due to not receiving a replacement adc meter when expected. Customer further reported he was experiencing "hypoglycemic symptoms" and had a loss of consciousness. Customer's son called the paramedics and upon arrival they treated customer with oral dextrose and dextrose via intravenous infusion. It was reported that customer self-treated with candy. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. Note: the serial number and date of manufacture of the new replacement meter is unknown. The serial number listed is the original meter's serial number, that is being replaced. This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken.